Manufacturer narrative:
The customer's strips (1 strip) were returned for investigation. The returned product was measured with a retention meter in comparison to a retention strips. Testing results (qc range: 2.5 - 3.1 inr): customer's test strip with a retention meter: qc 1: 2.8 inr. Retention test strips with a retention meter: qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr).

Manufacturer narrative:
Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4). At 17:15, the meter result was 5.5 inr. At around 19:00, the laboratory result using either neoplastin or thromborel s reagent was 3.6 inr. On (B)(6) 2019, the meter result was 5.7 inr. The laboratory result using thromborel s reagent was 4.3 inr. The therapeutic range was 2.5-3.5 inr.